Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Reportedly, a loss of connection occurred between the insulin pump and the continuous glucose monitor (cgm) sensor overnight, and the pump continued insulin delivery as intended when no sensor session is active. The customer consumed carbohydrates to address bg. The customer was advised to keep the pump and sensor within the line of sight overnight to minimize disconnection risks. Technical support provided education on the use of control-iq technology, highlighting the importance of sensor connection for accurate insulin adjustment, and the issue was resolved.